Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called in to report having issue with the sensor. The customer stated that he received a sensor error alert with the current sensor. During the call; the customer reported having low blood glucose of 46 mg/dl; he treated with food. Customer was advised to change the sensor and calibrate when blood glucose is stable.